Event description:
The customer stated that the cannula was a little bent and that the pod was harder to fill than normal. She also stated that she has to use a secondary product to secure the adhesive.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.